Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak of the main body. A separate report will be filed for this endoleak.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 1b endoleak with cephalic movement of the left iliac limb up into the sac and a type 1a endoleak of the main body. A separate report will be filed for this 1a endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be in stable post the secondary endovascular procedure endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of an endoleak. A computerized tomography (CT) was performed on (B)(6) 2018 and a type 1b endoleak was confirmed. On (B)(6) 2018, the physician elected to implant an additional iliac limb to resolve this endoleak. The patient was reported in good condition and there have been no additional patient sequelae reported.